Event description:
A screw broke when the surgeon was tightening it down. The other screw fel on the floor so the surgeon chose to use a different screw to complete the surgery. Patient was not affected and there was a minute delay in surgery to replace the screw.

Manufacturer narrative:
The broken screw was left implanted, therefore will not be returned manufacturing and inspection records could not be reviewed because no batch number was provided. Therefore, the root cause could not be established.